Event description:
It was reported that during deployment the distal of the delivery wire (subject stent device), the vessel perforation and subarachnoid hemorrhage occurred and requiring medical intervention. There was a surgical delay due to the reported event. Patient in serious condition but status is unknown. No additional information is available.Update:Received additional information on 16-July-2026 stated the patient presented in the hospital prior the procedure as an elective treatment of an unruptured aneurysm. The vessel perforation occurred in the middle cerebral artery (MCA) during deployment the distal of the delivery wire resulting. The medical intervention with balloon occlusion was performed and the vessel perforation was resolved. There was a surgical delay over an hour due to delivery wire perforation. Per physician's opinion, the subject device performed as intended.It was reported on (b)(6) 2026 that due to the SAH and subsequent hemorrhagic stroke, the patient was later deemed brain dead and the family withdrew care.

Manufacturer narrative:
B2 OUTCOMES ATTRIBUTED TO AE: ADDED 'DEATH'B5: EXECUTIVE SUMMARY: UPDATED .H1: TYPE OF REPORTABLE EVENT: CORRECTED TO 'DEATH'F10/H6 HEALTH IMPACT CODE GRID: ADDED 'DEATH.'

Event description:
IT WAS REPORTED THAT DURING DEPLOYMENT THE DISTAL OF THE DELIVERY WIRE (SUBJECT STENT DEVICE), THE VESSEL PERFORATION AND SUBARACHNOID HEMORRHAGE OCCURRED AND REQUIRING MEDICAL INTERVENTION. THERE WAS A SURGICAL DELAY DUE TO THE REPORTED EVENT. PATIENT IN SERIOUS CONDITION BUT STATUS IS UNKNOWN. NO ADDITIONAL INFORMATION IS AVAILABLE.